Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support; however, customer was unable to complete the check. Customer resumed insulin therapy. Customer's blood glucose was 400 mg/dl.